Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. B94871) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". The patient's past medical history included human papilloma virus infection, pap smear abnormal in 2009, rash, back pain, sinusitis, paresthesia, pneumonia, dyslipidemia, gerd, herpes zoster and uveitis. Previously administered products included for prevent pregnancy: mirena and depo-provera. Concurrent conditions included urinary tract infection, bacterial vaginosis, depression, lsil, asc-us, asthma, adhd, anxiety, gout, anorgasmia, gastroesophageal reflux, dyslipidemia, chest discomfort, sinobronchitis, dysuria, urinary urgency, nausea, dizziness and genital bleeding. Concomitant products included clonazepam, cyclobenzaprine, durophet (amfetamine w/dexamfetamine), fluticasone, indometacin (indomethacin), nicotine and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (robotic hysterectomy with bilateral salpingetomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered bladder disorder, device dislocation, ectopic pregnancy with contraceptive device, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pains. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: bladder problems, urinary problems and vaginal discharge. Medical history, concurrent condition and lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. B94871) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". The patient's past medical history included human papilloma virus infection, pap smear abnormal in 2009, rash, back pain, sinusitis, paresthesia, pneumonia, dyslipidemia, gerd, herpes zoster and uveitis. Previously administered products included for prevent pregnancy: mirena and depo-provera. Concurrent conditions included urinary tract infection, bacterial vaginosis, depression, lsil, asc-us, asthma, adhd, anxiety, gout, anorgasmia, gastroesophageal reflux, dyslipidemia, chest discomfort, sinobronchitis, dysuria, urinary urgency, nausea, dizziness and genital bleeding. Concomitant products included clonazepam, cyclobenzaprine, durophet (amfetamine w/dexamfetamine), fluticasone, indometacin (indomethacin), nicotine and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered bladder disorder, device dislocation, ectopic pregnancy with contraceptive device, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pains. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. B94871) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". The patient's medical history included human papilloma virus infection, pap smear abnormal in 2009, rash, back pain, sinusitis, paresthesia, pneumonia, dyslipidemia, herpes zoster, uveitis, leukemia, dyslipidemia, gout, asthma and urinary frequency. Previously administered products included for prevent pregnancy: mirena and depo-provera. Concurrent conditions included urinary tract infection, bacterial vaginosis, depression, lsil, asc-us, adhd, anxiety, gout, anorgasmia, gastroesophageal reflux, dyslipidemia, chest discomfort, sinobronchitis, dysuria, urinary urgency, nausea, dizziness, genital bleeding, skin laceration, neck pain, skin lesion, nicotine dependence, rhinosinusitis and dyslipidemia. The patient also had a family history of leukemia. Concomitant products included amfetamine;dexamfetamine, clonazepam, cyclobenzaprine, fluticasone, indometacin (indomethacin), nicotine and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vulval disorder ("reproductive system disorder or condition type of disorder or condition: left labial lesion status post essure removal"), abdominal pain lower ("lower abdominal pain") and pelvic discomfort ("pelvic discomfort") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (robotic hysterectomy with bilateral salpingetomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, bladder disorder, urinary tract disorder, vaginal discharge, vulval disorder and pelvic discomfort outcome was unknown and the abdominal pain, back pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, ectopic pregnancy with contraceptive device, pelvic discomfort, urinary tract disorder, vaginal discharge and vulval disorder to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014). Pt. Called and was informed her tubes showed no spillage ant they are blocked. She had no further questions and will call if questions arise. Both ostia of the fallopian tubes were seen without difficulty. The micro inserts were placed with 7 trailing coils on the left and 2 trailing coils on the right. Reported on (B)(6) 2019: reproductive system disorder or condition type of disorder or condition: left labial lesion status post essure removal in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pains . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received- abdominal pain, back pain, labial lesion, lower abdominal pain and pelvic discomfort were added. Outcome of the events were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2017. At the time of the report, the device dislocation and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.